Manufacturer narrative:
Added information to section h6 (type of investigation) updated section h6 (component code), h6 (investigation findings) and h6 (investigations conclusions). The device was not available for evaluation. Without return of the product, a complete investigation of the reported event is unable to be performed. Nevertheless, the logs were provided for review. Based on the log evaluation high right ventricle end-diastolic pressure (rv edp) value could be confirmed. Based on the investigation performed, the issue is expected behavior. Additionally, the other issue concerning the display was confirmed and was identified to be related to software defect.

Manufacturer narrative:
The device data logs are expected to be returned for analysis; however, they have not yet been received. Upon the analysis of this data a supplemental report will be sent with the investigation results. The manufacturing records were reviewed for the lot involved and there is no indication of a related nonconformance. All process parameters were met and inspections passed successfully. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported, in this target market release (tmr), during use in the ICU (intensive care unit) of this hemosphere alta monitor connected to a swan-ganz iq catheter, right ventricle end-diastolic pressure (rv edp) value was 18 mmhg, which was considered too high by clinician and affected the right ventricle pressure (rvp) parameter. After rezeroing, rvp corrected to 6 mmhg, which was considered accurate. There was no error message displayed. Previously, during use in the or (operating room), this same hemosphere alta monitor had flashed white several times and shut down. No user interaction preceded the issue. There was no allegation of patient injury.